Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridge with insulin. The customer's blood glucose level was in the 300s mg/dl. The customer followed up and indicated they were able to successfully load a new cartridge and that their blood glucose level was back in target range.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.